Event description:
The customer reported a false negative result when testing a patient sample with the cardinal hcg cassette rapid test. Following the negative result, the patient was sent for a CT scan and it was determined that the patient had appendicitis. The patient was sent to the ER where labs were completed with a result of 151 miu/ml; the patient was determined to be pregnant. No adverse outcomes were reported as a result of the CT scan, however due to the potential for damage to the fetus this will be considered an other serious/important medical event